Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) had not been working for 2 months. Additional information has been requested, but it was not available at the time of initial report. A supplemental report will be sent if any additional information is received.

Event description:
It was reported the patient had received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. An appointment date of (B)(6) 2014 was noted.